Event description:
A 6.0 inr with protime system vs 4.7 inr with an unspecified laboratory system. Therapeutic range not specified. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures.